Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated a 6f angio-seal sts plus was selected for use in the pt's right femoral arteriotomy on (B)(6) 2014. The pt presented on (B)(6) 2014 with a cold and painful lower extremity. An angiogram showed complete occlusion of the right common femoral artery. Attempts were made to cross occlusion and give medications to resolve the filling defect. The pt was kept overnight and returned to the cath lab on (B)(6) 2014 to re-evaluate. The run off vessels appeared improved but a filling defect remained in the common femoral artery. Exploratory surgery and repair was scheduled for (B)(6) 2014.